Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device evaluation, foreign matter is present inside the nozzle. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the results of the investigation, the type of the material or root cause could not be identified. A definitive root cause cannot be determined. The most probable cause of the failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.